Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition with discoloration and cracking of the water tank. Device underwent functional testing by filling tank with water and performed leak testing. It was noted to be leaking, confirming the reported customer complaint. The problem source was determined to be the water tank and gasket. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical fluid warmer is leaking water. No additional information was provided.